Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high pacing lead impedance was observed. During lead extraction procedure using a laser sheath, a drop in the patients blood pressure was observed. Cardiothoracic surgery was performed to repair the svc. The patient was transferred to the ICU on life support with no brain activity. It was later reported that the patient expired.